Event description:
As per the cordis diagnostic catheters survey, respondent number eight (8) indicated inability to complete the procedure successfully due to issues with the device. Additional attempts to use the catheter product successfully. Used new catheter same type, different shape or smaller french size. Inability to use the catheter device successfully due to kinking and radial spasm. Procedural difficulties specifically related to the performance of the catheter device, including thrombosis. The tip and body stiffness would not allow crossing tortuous subclavian. The event date is unknown. No additional information is available because this event was identified in a survey. The product is not available for analysis.

Manufacturer narrative:
As per the cordis diagnostic catheters survey, respondent number eight (8) indicated inability to complete the procedure successfully due to issues with the device. Additional attempts to use the catheter product successfully. Used new catheter same type, different shape or smaller french size. Inability to use the catheter device successfully due to kinking and radial spasm. Procedural difficulties specifically related to the performance of the catheter device, including thrombosis. The tip and body stiffness would not allow crossing tortuous subclavian. The event date is unknown. No additional information is available because this event was identified in a survey. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The reported events of ¿vasospasm, thrombosis, catheter (body/shaft) tracking difficulty and catheter (body/shaft) kinked/bent ¿ could not be evaluated since the device was not received and no lot information was provided. The exact cause of the issue experienced could not be conclusively determined due to the limited information available for review. It is not possible to determine what factors may have contributed to this issue experienced by the customer. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Vasospasms and thrombosis are known complications of other concomitant devices that are usually used in conjunction with diagnostic catheters, such as sheaths. Due to the limited information provided, it cannot be determined if these adverse events were a direct result of the catheter, or if possible due to other concomitant device factors. Users should inspect for any signs of damage prior to and during use. Any product with damage should not be used. Difficulty tracking through an anatomical structure is a known procedural occurrence. The consequences of tracking difficulty occurring during clinical use of the device are usually addressed by modification in technique or substitution with another device. Tracking difficulty is most commonly related to the patient anatomy, operator technique and appropriate device selection. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.